Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2019-04160. It was reported that patient suspected a cerebrospinal fluid (csf) leak at the lead site. The physician examined the site and did not find a csf leak. Patient underwent surgical intervention, where the two leads were explanted, a sealant was administered to the incision site, and a paddle lead was implanted. The issue was resolved postoperatively.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.